Event description:
It was reported that this spectra penile prosthesis (spp) was too undersized to be functional for the patient. The spp was explanted and replaced. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this spectra penile prosthesis (spp) was too undersized to be functional for the patient. The spp was explanted and replaced. No additional information was reported.